Manufacturer narrative:
The device history records could not be retrieved, as the lot number was unknown. The sample was not returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The rf320j (g2 jugular) is indicated as a permanent placement filter per the current IFU (information for use). Not yet approved for recovery also stated in the IFU (information for use) booklet. The current IFU states: "the g2 filter is designed to act as a permanent filter." And "the safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established".

Event description:
It was reported that the device migrated caudally. The filter was placed suprarenal at t12 due to a tumor that was compressing the ivc. The patient had a tumor resection surgery five days post filter implant. The following day, an attempt was made to retrieve the filter. It was reported that the filter had a migrated caudally 1 vertebral body, to the l1 level. The filter was significantly tilted with 2 arms and 1 leg in the right renal vein and the apex of the filter imbedded in the cava wall. Additionally, there was a small thrombus present in the filter. Several attempts were made to retrieve the filter with the recovery cone; however, the case was aborted due to the significant tilting. The filter was placed prophylactically prior to the surgery, an additional attempt to retrive the filter may be performed because of the potential complications in the renal veins.